Event description:
The astron stent system could not pass the lesion.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that, other than reported, the stent has been released. The stent was returned separately and shows no damage or irregularity. The distal end of the outer sheath has been pushed over the device tip, is flared, and shows deep scratches. In addition, the distal stent stopper was found deformed, indicating that the stent or a part of the stent has been pulled out of the outer sheath. Outside of the deformed zone, the outer sheath diameter complies with the specification. However, after additional correspondence with the local staff it was clarified that the device was manipulated after the reported event. The introducer sheath and the guidewire used in the intervention were not returned. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified.